Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms.

Event description:
Clinic initially reported a patient with significant redness, swelling, and tenderness 2 days post miradry treatment. The symptoms appeared to be resolving at 4 days post-treatment. However, the patient developed ulceration in right axilla 16 days post-treatment. A physician at the treating clinic examined the patient and noted there were no signs of infection or drainage, but as a precautionary measure, antibiotics (keflex 500 mg three times a day) were prescribed.